Event description:
A cartridge alarm was reported, and there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.